Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure in 2009 and mesh was implanted. The patient reported experiencing unexplained serious physical health issues since 2010 which led to depression. The patient reported experiencing inability to travel long distances, pain, duodenal ulcer, stiffness and pain in the legs and feet, stroke/major heart incident and acute viral hepatitis. The patient explained that the severe pain and stiffness is in the whole lower body, predominantly left hip, lower spine, both legs and feet and has resulted in very little sleep. The patient has experienced whole body fatigue which decreased her level of concentration. In 2011, the patient was diagnosed with fibromyalgia and was prescribed medication. In early 2014, acute vagina and kidney pain and urine infections erupted. The patient further reported that she is experiencing pubic bone pain when sitting for any length of time. When the patient¿s urine flares up, she reported that her eyes sting and she cannot tolerate bright lights. The patient has been given antibiotics for multiple urine infections. The patient reported that she has visited multiple doctors over the years and no link has been made between the patient¿s symptoms and the mesh implanted in 2009. The mesh remains implanted. No additional information has been provided at this time.